Event description:
Pt was taken to the operating room for a lung resection. A stapler used during the critical portion of the procedure. The surgeon reports: 1) the reload malfunctioned and the stapler would not fire. 2) the surgeon replaced the stapler and reloaded to compelte the procedure.